Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the sales rep provided the following information: I have spoke with (B)(6) and we are going to continue to monitor his pa¿s closure technique.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm who pulled the device out of the patient's knee: it was reported that the doctor stated they have been having a series of problems with the device, could you please provide more details? It was reported that ten percent of the time in small areas where they have seen where small portions of the suture did not absorb, what is the total number of procedures? What is the total number of products involved in this event? Did the event occur during one or multiple patient procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event. What was the name of the procedure? What was the procedure date? Was there any adverse consequence associated with the patient? Please provide the lot number: device return status: trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a knee procedure in 2022 and barbed suture was used. It was reported by the sales that post-op to the total knee procedure that while the patient was at home, they pulled the device out of their knee. They came back in the office three months later for a routine follow up and the patient was fine. The doctor stated they have been having a series of problems with the device. In the last four to five months, they have been getting abscess reactions. They stated it was not all the time but ten percent of the time in small areas where they have seen where small portions of the suture did not absorb. Additional information was requested.